Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intraoperatively, trunnionosis, corrosion, "a lot of black tissue", and liner wear at the rim were noted. A 36 +10 lfit v40 head, accolade tmzf stem, and poly liner were revised to an eon stem, ceramic femoral head, and mdm/adm liner construct.

Manufacturer narrative:
An event regarding wear involving a poly liner was reported. The event was confirmed by inspection of the received image of the device. Method & results: device evaluation and results: the device was not returned. Visual inspection of the received image of the device noted that liner is observed to be severely worn. Black and red colored stains are observed on the surface of the liner. Heavy scratch marks are observed on the articulating surface. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: not performed as the device was not identified properly. Complaint history review: not performed as the device was not identified properly. Conclusions: it was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intraoperatively, trunnionosis, corrosion, "a lot of black tissue", and liner wear at the rim were noted. Visual inspection of the received image of the device noted that liner is observed to be severely worn. Black and red colored stains are observed on the surface of the liner. Heavy scratch marks are observed on the articulating surface. The exact cause could not be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intraoperatively, trunnionosis, corrosion, "a lot of black tissue", and liner wear at the rim were noted. A 36 +10 lfit v40 head, accolade tmzf stem, and poly liner were revised to an eon stem, ceramic femoral head, and mdm/adm liner construct.